Manufacturer narrative:
(B)(4). Results of investigation: a vyaire medical field service representative (fsr) evaluated the device onsite. The fsr found a very large amount of water in the patient circuit. The fsr connected a test patient circuit to the ventilator and was able to achieve and hold a mean airway pressure of 6.3 cmh2o. The fsr performed the patient circuit calibration, performance check, and operational verification procedure. The device meets manufacturer's specifications.

Event description:
The customer reported that the mean airway pressure and amplitude dropped while the ventilator was in use on a patient. The patient was removed from the ventilator and placed on another ventilator. There was no patient compromise. The customer tried to perform the patient circuit calibration on the ventilator and the ventilator would only pressurize to 27 cmh2o. The customer was able to duplicate the reported issue.